Event description:
The customer reported experiencing multiple high blood glucose events over the past two months after receiving a replacement pump, with the highest known level displayed as "high." The customer attempted to address the high levels using a correction bolus via the pump, followed by manual injections, and was advised by technical support to consult with a healthcare provider about potential causes. Further guidance was provided about insulin use and cartridge changes.